Manufacturer narrative:
Control: 25 miu/ml hcg urine control lot: hcg100727-01, 100 miu/ml hcg urine control lot: hcg100513-01, 228.6 iu/ml hcg urine control lot: hcg100420-02. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 min read time. (N=4). The 100 miu/ml hcg urine control yield clearly positive results at 3 min read. (N=4). The 228.6 iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=4). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation pending on returned product. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false negative urine hcg result vs. Quantitative serum. Caller reported a false negative result on a pt in her twenties or early thirties who had quantitative lab result was 350 miu/ml (system unk). The urine test run in the lab had the test (t) line missing with a clear background. Pt's last menstrual period was 4-5 weeks before the test.